Event description:
The customer reported the ventilator alarmed for a battery failed while on a patient. The ventilator was providing therapy to a patient when the issue occurred. No harm was reported. The customer reviewed the event log and found the ventilator was running on battery for a period of time and there was a diagnostic code consistent with battery failure. While speaking with a remote service engineer (rse) the customer found the battery voltage to be 12.61 and the manufacture date of the battery is 16jun2016, meaning the battery is beyond the 5-year expected life span and overdue for replacement. The customer stated they have new batteries on site and requested an onsite service to clear the ventilator for patient use. The field service engineer (fse) arrived onsite and performed troubleshooting. The unit would not power on with battery alone. When the unit was plugged into the ac power and battery was connected, the unit powered on. When ac power was removed the unit lost power. The fse was able to determine that the original battery exceeded the 5-year manufacturers battery life expectancy. The fse replaced the battery and performed a complete performance verification test and all tests passed. Based on information provided and/or service performed, the customer's alleged complaint was confirmed. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer and therefore, the root cause is user error.